Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no excessive no delivery alarm on the device. The insulin pump was programmed with several bolus units, they were properly delivered and they were properly saved in the device history. There was no bolus anomaly during testing. The insulin pump was received with scratches on the lcd window, cracked reservoir tip, scratches on the reservoir tube window and missing end cap sticker.

Event description:
Customer's mother reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 470 mg/dl. Customer vomited, felt sick and treated themselves with a manual syringe. Customer's mother advised during basal delivery in the middle of the night they received a no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.